Event description:
It was reported by the affiliate that during a laparoscopic cholecystectomy procedure, ligaclip jammed on artery, jaws would not open. Clip may have been fired across another clip (need to establish this). Trigger handles were pushed open and the mechanism opened. Another clip was fired outside of the abdominal cavity, and was said to `fire across the room`. It is unclear how the procedure was completed.

Event description:
Customer reportedly obtained results of 496mg/dl, 575mg/dl, 440mg/dl, and 246mg/dl on the complete system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.

Event description:
On (B)(6), 2010 homechoice peritoneal dialysis (pd) patient called for a check line alarm which was resolved over the phone. The patient stated he was in the hospital over the weekend for peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Empty the analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and lockout. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. No incident related to the reported event was observed during the batch record review.